Event description:
The initial reporter received questionable elecsys ft3 iii and elecsys ft3 iii ver.2 results from one patient sample tested on the customer's cobas e 801 module with serial number (B)(4) and the investigation site's cobas e 801 module with serial number (B)(4). This MDR is for the ft3 iii assay. Refer to: medwatch with a1 - patient identifier (B)(6) for the ft3 iii v2 assay. The exact date of the event is unknown. The date the information was received was used as the date of the event. The initial results were reported outside of the laboratory. The physician asked for the sample to be rerun at the investigation site. The investigation site uses an e 411 and e 801. It was also sent to an outsourced laboratory that uses an abbott architect. The ft3 iii reagent was used at the investigation site's e 801. Refer to the attachment in the medwatch for the highlighted questionable results.

Manufacturer narrative:
Na.

Manufacturer narrative:
With the recently introduced ft3iii v2 assay version, all values are significantly lower compared to the values generated with the ft3iii assay version, as the ft3iii v2 assay has improved robustness against streptavidin interference. The differences in the ft3 values ¿ in between the cobas e 411 analyzer and the cobas e 801 module ¿ most likely depends on the differences in the physical setups of the analyzers and the effect thereof on the streptavidin interference factor. The investigation determined that a streptavidin-interfering factor caused the falsely elevated value of the ft3iii assay version. Product labeling states "for diagnostic purposes, the results should always be assessed in conjunction with the patient¿s medical history, clinical examination and other findings." From the information provided and the analysis thereof, a general reagent issue most likely can be excluded.